Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of event reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a restraining program for users outside the USA was initiated in (B)(4) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification (B)(4). Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this case is (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by patient's counsel that his client was implanted with durom acetabular component 56/50 code p, a head adapter, an alloclassic sl stem and a metasul large diameter head on (B)(6) 2008, right side. The patient was revised on (B)(6) 2012 due to elevated cobalt level. Nb: the patient is a bilateral patient. The left side surgery is references on (B)(4).